Event description:
Two switches failed while ventilator was on a pt. #1 "oxygen breaths" switch failed. No 2 min oxygen at 100%. #2 alarm "reset" switch failed unable to reset from alarm condition or silence alarms.